Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal cracked while being loaded. A second heartstring seal did not deploy out of the delivery tube. A third unit was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Tension spring components are inside the deployment tube. The complaint is confirmed. In addition, it was observed that the seal is cracked.